Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited intermittent undersensing. No intervention was performed. The patient would continue to be monitored. The patient was in stable condition prior, during, and post event.